Manufacturer narrative:
Internal complaint # tw (B)(4). Autonumber: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Additional information received from acct mgr on 8apr2019: yes, the device didn¿t deploy properly. It wasn¿t situated properly inside the aorta. The surgeon was able to remove it without further incident.

Manufacturer narrative:
Corrected sections: h3 - other provide code changed to device discarded. H6 - device code changed to activation problem (4042). Evaluation method code device not returned changed to device discarded (4115). Internal complaint # tw (B)(4). Autonumber: (B)(4). A lot history record review was completed for lots 25141606, 25141606, 25141508, the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8 mm malfunctioned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.